Event description:
It was reported that the patient experienced cycling issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus was implanted. Upon explant, fluid loss was noted in the balloon due to a hole. There were no patient complications related to the event.

Manufacturer narrative:
Investigation summary: the returned device was thoroughly analyzed. A tear consistent with fatigue was identified at the balloon sphere adapter junction in the balloon component. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported event of fluid loss due to a hole in the balloon was confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the returned device was thoroughly analyzed. Analysis of the cuff component did not confirm a product malfunction. The pump was visually inspected, microscopically examined, and tested for leaks. Under the microscope, light wear on the kink resistant tubing (krt) was identified. The visual analysis of the balloon identified a tear at the balloon sphere adapter. Microscopic examination confirmed the tear is consistent with fatigue. The reported allegations were confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced cycling issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus was implanted. Upon explant, fluid loss was noted in the balloon due to a hole. There were no patient complications related to the event.